Event description:
Reporter noted machine began intermittent power surges, affecting all the power in the room, then stopped working. Pt was taken out of room and case was finished with another system. Pt reportedly doing fine.